Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, low level noise was noted on the right atrial lead. Programming changes were made. The patient was stable.

Event description:
New information received noted the right atrial lead exhibited continued noise. The noise was reproducible in clinic and the patient indicated physical exertion was required at work. Programming changes were made. The patient was stable throughout.